Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-nov-01. It was reported that replacement was scheduled for (B)(6)2019.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-sep-24 regarding a patient receiving dilaudid (2mg/ml at 1.0535mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that intermittent motor stalls occurred. No diagnostics or troubleshooting were performed and the patient was covered with oral medications. It was noted that surgical intervention/pump replacement was planned but had not been scheduled at the time of report. There were no reported environmental, external, or patient factors that may have led or contributed to the issue when the patient was asked. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.